Manufacturer narrative:
This report is submitted on march 02, 2023.

Event description:
Per the clinic, the patient experienced an infection on the abutment site and subsequently was treated with antibiotic cream in 2018 (specific date and duration not reported).